Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime, everolimus eluting coronary stent system, instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calficied, fully occluded right coronary artery (rca). The lesion was pre-dilated with a semi-compliant balloon dilatation catheter (bdc) and a 2.5x18 mm xience prime stent was implanted at 16 atmospheres. Fluoroscopy after stenting showed a distal end dissection. Another xience prime stent was used to cover the dissection. There was no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.